Manufacturer narrative:
(B)(4).

Event description:
The patient's health care provider (hcp) from wound care clinic reported a month and a half later that since (B)(6) 2014, the patient has had an issue with a pressure sore at the implantable neurostimulator (ins) site, in the buttock area. The ins does bulge out/stick out from the skin but the skin is not eroded. The patient does have some necrotic tissue in the area. The patient was referred to wound clinic by the ER where the patient was seen within the past day or two.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n326462, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was further reported by the representative that the decubitus had not healed. It had grown and had not been responsive to wound care. It was stated that the sore over the stimulator was a result of using a heating pad directly over the device and burning her skin in 2 areas. It was stated that representatives had worked with the patient to help her understand how to use the device but the patient just didn¿t seem to understand. The physician removed the device on (B)(6) 2015. There was no growth on a culture even 6 days later. The patient wanted to re-implant the device, but the physician was leery. The plan was to possibly regroup in 2 months. If additional information is obtained, a follow up report will be sent.

Event description:
It was reported that the patient went to the ER on (B)(6) for an area around her battery that she thought was infected. She stated that the ER physician told her that the site looked ¿like a bed sore.¿ she was treated with IV antibiotics and given a prescription for oral antibiotics to continue taking. She was also given orders for wound care. She had two scabbed-over areas near her battery site. The patient was instructed to not charge the generator until it was healed. The manufacturer¿s representative (rep) did not have any information on a culture and had not heard from the patient since the initial report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.